Manufacturer narrative:
Device evaluated by manufacturer: the coil was returned covered in dried blood. Microscopic evaluation noted the zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and no damage noted. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 4mm x 10cm interlock¿-35 was selected to treat a patient with gastrointestinal bleed. During the procedure ,the coil became stuck in a non bsc catheter. Upon removal of the catheter and the coil, a small part of the coil protruded from the tip of the catheter. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 4mm x 10cm interlock¿ 35 was selected to treat a patient with gastrointestinal bleed. During the procedure ,the coil became stuck in a non bsc catheter. Upon removal of the catheter and the coil, a small part of the coil protruded from the tip of the catheter. The procedure was completed with a different device and no patient complications were reported.